Event description:
It was reported that the device was used during an unknown procedure. It was reported that the clips did not form properly. Another device was used to complete the case. There were no consequences to the patient.